Event description:
Rn caring for home pt (hp) reports air in pt line tubing of homechoice set, noted during initial drain. Rn reports hp ended treatment and restarted with new supplies as instructed by baxter technician. No pt injury or medical intervention required as a result of incident per rn.